Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reported events of uncontrolled intraocular pressure and absence of bleb are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: the patient's iop should be monitored postoperatively. If the iop is not adequately maintained after surgery, a therapeutic regimen or further intervention to reduce iop should be considered.

Event description:
Healthcare professional reported a left eye with "uncontrolled intraocular pressure," and absence of bleb. Patient began taking timolol on (B)(6)2015. Patient was "converted to trabeculectomy on (B)(6)2016." The device remains implanted.